Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty passing a guidewire through a microintroducer is confirmed, but the root cause could not be determined. One 4.5 fr microintroducer and one 0.018 in. X 35 cm stainless steel guidewire in protective housing was returned for evaluation. An initial visual observation showed use residues throughout the returned guidewire. A functional test of attempting to slide the complainant 4.5 fr microintroducer over the guidewire revealed the microintroducer would not slide over the proximal end of the complainant guidewire. A microscopic observation revealed the proximal tip of the guidewire to have a broken coil wire protruding from the proximal tip. Because use residues were observed along the guidewire and the proximal weld tip was bent, the complaint of difficult advancement of a guidewire is confirmed, but the exact cause could not be determined. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that, "tried to insert a PICC and inserted a guidewire, but the end of the guidewire was too thick to pass through the dilator. There was no reported patient injury." No other information was provided. 03/19/2024: the device returned for evaluation exhibited a broken coil wire.